Event description:
Park et al, stent fractures after superficial femoral artery stenting; j korean surg soc 2012;83: 183-186, report one patient, a (B)(6) male, presented with recurrence of claudication 14 months after superficial femoral artery stenting; a femoral artery occlusion with stent fracture was found, and he underwent femoropopliteal bypass. Roentgenogram of stents showed complete transverse linear fracture with partial displacement in hunter's canal distal to the stent overlap area. Subsequent angiography revealed recurrent occlusion of the stented site. A (B)(6) man presented with recurrence of short distance claudication in the left leg. The patient had hypertension and a previous history of femoropopliteal bypass due to peripheral artery occlusive disease (paod) on his right sfa. Fourteen months ago, the patient underwent primary stenting of the left sfa to treat total occlusion with two overlapping self-expanding stents. The stent deployed in the distal sfa was 7 mm in diameter and 15 cm in length, and the stent deployed in the proximal sfa was 7 mm in diameter and 12 cm in length with an overlap of 2 to 3 cm. Roentgenogram of stents showed complete transverse linear fracture with partial displacement in hunter's canal distal to the stent overlap area. Subsequent angiography revealed recurrent occlusion of the stented site. Femoropopliteal artery bypass with reversed great saphenous vein was done resulting in the resolution of the claudication.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00638 and 9616099-2012-00639.

Manufacturer narrative:
Park et al, stent fractures after superficial femoral artery stenting; j korean surg soc 2012;83: 183-186, report one patient, a (B)(6) male, presented with recurrence of claudication 14 months after superficial femoral artery stenting; a femoral artery occlusion with stent fracture was found, and he underwent femoropopliteal bypass. Roentgenogram of stents showed complete transverse linear fracture with partial displacement in hunter's canal distal to the stent overlap area. Subsequent angiography revealed recurrent occlusion of the stented site. A (B)(6) man presented with recurrence of short distance claudication in the left leg. The patient had hypertension and a previous history of femoropopliteal bypass due to peripheral artery occlusive disease (paod) on his right sfa. Fourteen months ago, the patient underwent primary stenting of the left sfa to treat total occlusion with two overlapping self-expanding stents. The stent deployed in the distal sfa was 7 mm in diameter and 15 cm in length, and the stent deployed in the proximal sfa was 7 mm in diameter and 12 cm in length with an overlap of 2 to 3 cm. Roentgenogram of stents showed complete transverse linear fracture with partial displacement in hunter's canal distal to the stent overlap area. Subsequent angiography revealed recurrent occlusion of the stented site. Femoropopliteal artery bypass with reversed great saphenous vein was done resulting in the resolution of the claudication. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Claudication is pain caused by too little blood flow during exercise. Sometimes called intermittent claudication, this condition generally affects the blood vessels in the legs, but claudication can affect the arms. Although it's sometimes considered a disease, claudication is technically a symptom of a disease. Most often, claudication is a symptom of peripheral artery disease, a potentially serious, but treatable circulation problem. (Http://www.mayoclinic.com/health/claudication/ds01052). In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2012-00638 and 9616099-2012-00639.